Manufacturer narrative:
Complaint conclusion: as reported, pain, tenderness and redness at bilateral groin sites were reported following use of two 6f-12f mynx control venous (mcv) vascular closure device (vcd) during an angioplasty procedure. One was used on the right groin and one on the left groin. Hemostasis was achieved with an mcv device. There was no reported patient injury. The patient was treated with oral keflex. The patient later presented to the emergency room for shortness of breath, inability to ambulate, and fever of 103.1. The physician assessed that the groin issue was resolved and believed the current condition was unrelated to the initial groin reaction. The procedure was an interventional balloon angioplasty iliac vein procedure. The deployer was in training with the mynx vcd. A 10 fr sheath introducer was used. The devices were not returned for evaluation. A product history record (phr) could not be conducted as a lot number was not provided. A local reaction after deployment of the sealant(s) into the tissue tract of the patient is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the polyethylene glycol (peg) sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolve on their own, while others may require over-the-counter medications, or, worst case scenario, medical intervention. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the mynx control venous instructions for use (IFU). Based on the information available for review, it is not possible to determine what factors may have contributed to access site reaction experienced. However, patient/procedural factors are possible. The event of ¿local reaction¿ could not be observed as an image of the access site was not provided. Additionally, the remaining events were determined to be unrelated to the mynx sealants, as supported by the physician's assessment. According to the patient brochure, which is not intended as a mitigation, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increased redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ additionally, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, pain, tenderness and redness at bilateral groin sites were reported following use of two 6f-12f mynx control venous vascular closure device (vcd) during an angioplasty procedure. One was used on the right groin and one on the left groin. Hemostasis was achieved with an mcv device. There was no reported patient injury. The patient was treated with oral keflex. The patient later presented to the emergency room for shortness of breath, inability to ambulate, and fever of 103.1. The physician assessed that the groin issue was resolved and believed the current condition was unrelated to the initial groin reaction. He procedure was an interventional balloon angioplasty iliac vein procedure. The deployer was in training with the mynx vascular closure device (vcd). A 10 fr sheath introducer was used. The devices were not returned for evaluation.